Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the white seal disengaged and fell into the cavity of the patient, but it was retrieved. There was no patient injury.